Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measurement increased from 500 ohms to greater than 2,000 ohms. Sensing measurements also increased to greater than 3mv. Upon device interrogation, capture was not obtained in unipolar configuration. Current sensing and impedance measurements were within acceptable limits in unipolar configuration. Upon isometric testing, noise was reproduced. A lead revision procedure was performed. The ra lead was explanted without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, electrical and mechanical analysis. The inspection revealed multiple sings of abrasion. At the distal part of the lead the insulation was found rubbed through. This insulation damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. According to the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Based on the damage symptoms of the lead it can not be excluded that a mechanical interaction between the lead body and a nearby lead contributed to the clinical event. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.